Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, that calibration failed, as the oxygen (o2) sensor was out of range. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Per the subsidiary manufacturing engineering center (mec), the output voltage of o2 sensor had decreased. There was no abnormality in the appearance of the o2 sensor. Software data logs were sent to the manufacturer for further evaluation.